Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info requested via mail on 11/09/2010; via phone on 11/09/2010 and 11/29/2010. (B)(4).

Event description:
An optometrist reported multiple pts experiencing red eyes and eye irritation following the use of this product. On (B)(6) 2010, additional info was received from the optometrist stating over time pts are having enough discomfort, they are making appointments and coming in for exams. He reported he has noticed redness, irritation, infiltrates, some staining and edema following the use of this product. Additional info has been requested.